Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient trial progressed well without event; implanted and after implant (unknown timeline) patient states she began having headaches, uncontrolled rhinorrea when eating, nausea and unable to ride in car. Had scheduled appts and no showed, left without being seen and was seen only one time. Dr sent to gastroenterologist for referral for gastro issues. Reprogrammed to narrow pulse width. All found to be wnl and patient opted for elective explant which was done on (B)(6) 2022. Additional information was received from the manufacturer representative (rep). It was reported that the rep became aware of the explant about a week before the actual explant. She stated, it would be on (B)(6) 2022 in this case.